Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer reverted to an alternate method of insulin therapy.